Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the mixing pump motor was found to have stripped threads. Mixing pump motor was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a circulation pump issue and would like to do the 2000-hour preventive maintenance. Per sample evaluation results on (B)(6) 2025, low flow alarm was experienced, found to be due to a plug/ingress in the system. It was found that the ip was -11.0 upon startup, preventing the circulation pump from starting. During repair, it was found that the tank seals were worn/torn. The mixing pump motor was found to have stripped threads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with a circulation pump issue and would like to do the 2000-hour preventive maintenance. Per sample evaluation results on 31jul2025, low flow alarm was experienced, found to be due to a plug/ingress in the system. It was found that the ip was -11.0 upon startup, preventing the circulation pump from starting. During repair, it was found that the tank seals were worn/torn. The mixing pump motor was found to have stripped threads.